Event description:
As reported by the user facility: it was reported that the safety mechanism failed to deploy. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). While no sample was available, two (2) photos were provided for evaluation. Through visual inspection of the photos, it was noted that flashback of blood can be seen in the flashback chamber, while the safety clip position was observed to be in the middle of the cannula and not covering the cannula tip. It is observed that the safety clip has been turned and the clip long arm is not positioned at the bevel eye direction (original position). Unfortunately, the actual malfunction of the safety clip was unable to be identified from the picture. Moreover, the actual condition of the complaint sample (cannula surface condition, crimp length, clip condition, bevel condition or any damages) also cannot be identified from the picture. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the device history record (DHR) for the reported batch number noted no defects encountered during in process and final control inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.